Manufacturer narrative:
Date of event and UDI number is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was continuously alarming and would not shut off. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer. One device was received. A visual inspection noted a scratch on the front cover and switch label was torn above the on/off switch. Functional testing and began circulating water up to 42.0; device passed all functional tests, no problem was found. The complaint could not be confirmed. A manufacturing device history review (DHR) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Actions taken: replaced the front cover, switch label, performed preventative maintenance (pm) and calibration. Passed all functional tests.